Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the pacing impedance on the right ventricular (rv) lead was low and a patient alert for low impedance had been delivered. A replacement procedure was performed and during the procedure, insulation damage was noted on the proximal end of the rv lead. The lead was capped and replaced to resolve the event and the patient was stable.